Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient experienced hemolysis and impella was repositioned. The pump remained on support for 3 days.

Manufacturer narrative:
The investigation for the reported hemolysis and low pump flow has been completed. The impella device was not returned for evaluation. Clinical information provided was sufficient to determine the root cause. As per clinical details, the patient had suction and low flows at the start of support due to left ventricle decompression due to severe dysfunction and later p-level was able to be increased. Hemolysis issue experienced with hematuria and low urine output after impella position observed too deep with several aorta alarms. Data logs were reviewed and suction alarms with p-level decrease to p-2 and later flow improved with increase to p-7. Several impella position in aorta and ventricle alarms seen with down trending placement signal. The cause of the hemolysis issue was most likely improper positioning of the device due to hematuria developed after several improper position alarms per clinical and log review. The cause of the low pump flow issue was most likely patient condition related with lv decompressed due to severe dysfunction per and suction alarm with low flows at start seen per log and clinical review.

Event description:
It was further reported that upon initiation of support, flows started in auto and immediately the left ventricle (lv) completely decompressed with reduced flows. Echo at bedside showing severe lv dysfunction and moderate-severe rv dysfunction. Eventually, the p-level support was increased to 7.